Event description:
We experienced a blood leak at the gas outlet of the diffusion membrane in the hls set advanced kit after the initiation of ECMO. The company, maquet, did release a field safety notice dated (B)(6) 2015 about the potential for such leak. In the notice, the company stated that we could continue to use the product and be aware of said potential. In the notice, the reported blood leakage was slow, drip-wise and in some instances stopped without intervention. In certain cases, there was an exchange of the oxygenator or complete set.in this case, although the drip was slow, the perfusionist and attending cardiac surgeon decided to change out the set. Change out was successful with no adverse effect to the patient.